Event description:
It was reported that patient was seen in clinic but requested to have her vns replaced, even though the battery is not depleted, due to discomfort. It was noted a few years ago patient had painful stimulation in her chest and neck when vns went off. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient feels discomfort and cannot lie on their left side.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.